Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's "wire is not working" and "it won't charge." They further clarified that the issue was with the external charging devices and what wouldn't charge was the implant recharger. Patient services was led to believe that the issue was with the connector pin on the desktop charger however the caller was uncertain as they were going off of pictures the nursing home had sent and the photo sent was of the 37751. Caller also had a blurry picture of the connector pin on the desktop charger that looked dirty. The patient representative stated the patient was in a nursing home and that the nursing home didn't keep the patient's implanted neurostimulator charged very well so at this point, it was probably an emergency today because they had probably let the therapy go down to 0% and the therapy was probably turned off. They stated when that happened, the nursing home would send the patient to the ER but the ER couldn't do anything to help the patient but give the patient valium. They said that would all be preventable if the nursing home just charged the patient consistently because when the therapy was charged, it worked well and helped the patient. They said the nursing home staff would tell them that the external devices didn't work and they were old. They clarified that th e desktop charger was damaged and they were having to hold it in place to try and getit to work. Agent sent request to replace desktop charger.